Event description:
He tested his blood glucose three times and received the following results: 284, 142, and 153 mg/dl. The customer did not allege any adverse events as a result of the readings. The customer did not have any strips left to send back, so no product will be evaluated.